Event description:
It was reported via repair work order that the there was no auxiliary power due to the cord being disconnected. It was further reported that the footend brakes were not holding due to faulty scorpion brake kit. No adverse consequence or clinically relevant delay in treatment was reported.